Event description:
Facility called stating that the push button on the frame, attaching the arm to the back tubing on the 1392kd toilet safety frame has allegedly become loose after so many uses that the unit has become shaky and unstable. This unit is used by multiple users in a facility. Age of product is unknown. No injury.